Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The insufficient information reported was confirmed as a mal position of the device. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The formed knot indicates the difficulty was a mal position of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A second prostyle device was received by the abbott returned goods lab. Analysis of the device found that the knot and loop were properly formed, but the loop remained in the suture bearing [malposition of suture]. Follow-up with the account provided no information regarding this device. No additional information was provided.